Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had experienced blurred vision. The iol was exchanged for another lens in a secondary procedure. The clinical reason given for the explant was ¿found to be hyperopic¿. Additional information was received by the facility that, patient there was no patient harm and the symptoms were resolved.